Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. Treatment and cause of the peritonitis was not reported. The cause of the death was acute peritonitis. It was not reported if an autopsy was performed. No additional information is available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A batch review will be performed on the potentially associated lot number. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).